Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery power loss and charge/battery lasts less than expected noted. Device received with cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and torn keypad overlay noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer noticed the that buttons on the pump were difficult top press button. Customer states that the cracks are to the right of the screen there is a crack and a larger crack where the reservoir window is, between the screen and window and crack on the window of the reservoir compartment. Customer reported pushing buttons so hard and crack near reservoir window and rejected new battery and no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.